Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the ventricular lead impedance trend data shows data within a normal range of 397 to 507 ohms except for a single anomalous measurement recorded for the lifetime high of 1508 ohms. (B)(4).

Event description:
It was reported that the device registered a single high impedance measurement of 1508 ohms. The impedance measurements have since fully recovered and remain stable. The device remains in use and the patient is being closely monitored. No patient complications have been reported as a result of this event.